Event description:
Additional information received reported that the therapy was working, but the sleep issues and burning pain and sleep issues did not go away with reduction so removal was the plan to see it the burning pain and sleep issues would go away, it did not. The pump was removed. The reduced the pump all the way down to minimum rate. The patient continued to have all over burning pain and then would sleep all day, was in the ER (emergency room) multiple times. The patient wanted the device so it was given to him after being removed and sterilized.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving infumorph (10 mg/ml at 2.20 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient wanted to obtain a device history list. Their pump from 2017 was removed on (B)(6) 2021 because about 6 weeks after implant the therapy stopped working and they were having "sleep issues and stuff" so the healthcare provider (hcp) decided to remove pump. They were on oral morphine but hcp was considering either a pump or scs. Patient services documented information and connected them to drs to update record and obtain device history sheet.